Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008, inratio: 2.5, lab: 12. The caller alleged discrepant result when repeated the test with inratio meter. But did not give the exact value of the discrepant result.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 2.5, lab: 12, mean: 7.25, confident limits: it is inaccurate. As per internal procedure, the mean is greater than 5 and difference between inr is greater than 2.2. The confident limit is inaccurate. Also patient has repeated couple of test with meter. They did provide the exact reading. The confident limit cannot be determined.